Event description:
It was reported by a patient that she underwent a sling procedure on an unknown date. Post-operatively, she developed persistent urinary tract infections. The patient is currently seeking medical advice to have the device removed. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.